Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use the bd vacutainer® k2 edta (k2e) blood collection tube had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "customer found there was particulate in the product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use the bd vacutainer® k2 edta (k2e) blood collection tube had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "customer found there was particulate in the product."